Event description:
It was reported by the hospital that the programmer takes a long time to boot up and no longer interrogates devices. It was further noted that the programmer was not interrogating medtronic devices consistently. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer takes a long time to boot up, could not confirm the report of programmer not being able to interrogate devices. It was also noted that the stylus was damaged.